Event description:
It was reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer was expressing vomiting, non-coherence, and heart issues. Customer's blood glucose reading at the time of arrival was 700+ mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.